Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the central processing dept with an unsigned note that stated, "malfunction." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)